Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and alarm log review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The battery low alarm was identified during battery testing. The cause of the condition was determined to be battery low. The battery was replaced to correct the condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.